Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. The 33mm closure device was deployed and one partial recapture was performed. The device was ultimately fully recaptured and it was determined a device could not be placed, therefore the procedure was aborted. Post-procedure, the physician was holding pressure to the access site and the bleeding was not stopping. A perforation had occurred from the common femoral artery (cfa) to the common femoral vein (cfv) while gaining access to the groin for the procedure. There were no complications noted while gaining access in the groin. A covered stent was placed to repair the perforation without complications. Patient was discharged the next day as planned.